Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The troponin t reagent lot number was 82723901 with an expiration date of 30-apr-2026.

Manufacturer narrative:
Qc was acceptable. There is no indication of a reagent performance issue. Sample foam-related alarms occurred on 29-aug-2025. The field service engineer (fse) replaced syringe seals, pinch tubing, waste chutes, liquid detection rods, and branch blocks. A decontamination of the procell syringe was performed. A full system decontamination was also performed. An instrument check could not be completed successfully. The fse returned and found a sipper flowpath issue. The fse replaced the tubing and sippers and decontaminated the lines. An instrument check was within specification. The service actions resolved the issue. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 analytical unit. The initial result was 263 pg/ml. This result was questioned because it did not align with the patient¿s health history; the patient has no cardiac history. The sample was repeated twice; with results of 11.7 pg/ml and 10.7 pg/ml. The repeat results were believed to be correct.